Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct catalog number. Based on the original allegation and the medical records provided to date, there is no indication of an adverse event or medical/surgical intervention associated to the ventralight st mesh. Updated fields: a2, b2, b4, b5, d4 (corporate lot no, expiry date, UDI no), d6.a (date of implant), g3, g6, h2, h6, h10, h11. Corrected field: d4 (catalog no.) This supplemental emdr represents ventralight st (device #2). Additional supplemental emdr's were submitted to represent ventralex (device #1) and ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2010 and/or (B)(6) 2014 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient sustained injuries on (B)(6) 2014 and (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: 16-feb-2010 - patient was diagnosed with ventral hernia and paraumbilical hernia thereby underwent open repair with the implant of mesh ¿ ventralex (device #1). Per operative notes, "the ventral hernia and paraumbilical hernia were identified and dissected free at the fascia level. Primary repair with ventral hernia was carried down. Then ventralex (device #1) of medium size was placed through the hernia defect in the umbilical area and secured." 15-dec-2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st mesh (device #2) and explantation of old mesh (device #1). Per operative notes, ¿hernia sac was dissected. Noted there was a mesh, which seemed to be adherent partially to the lower abdominal wall which was required to resect the mesh (device #1) with part of the omentum. A new ventralight st mesh (device #2) was brought to the field and secured.¿ 08-feb-2016 - patient was diagnosed with recurrent supraumbilical incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #3). Per operative notes, ¿hernia sac was identified and then resected. Ventralex st (device #3) mesh was brought to the field and secured.¿ (note: there was no mention/visualization of device #2 during the procedure). Attorney alleges that the patient had adhesions, hernia recurrence, mesh removal and revision surgery.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). Additional emdrs were submitted to represent the two bard/davol meshes - ventralex (device #1 & device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2010 and/or (B)(6) 2014 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient sustained injuries on (B)(6) 2014 and (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.